Event description:
It was reported that during device preparation the pulse generator was unable to be interrogated via rf telemetry. The pulse generator was not implanted. There was no patient involvement.